Manufacturer narrative:
There was no allegation that a malfunction of the ion system, instrument, or accessory contributed to the event. System logs were not available for review.

Event description:
It was reported that after an ion biopsy procedure, the patient experienced excessive bleeding on extubation. Per the physician, the patient tolerated the ion biopsy procedure well, during which one needle biopsy and two cryo-biopsies of the large right upper lobe lesion were performed. The procedure was completed without complications and there were no reported errors with the ion system. However, the patient experienced significant bleeding on extubation. Attempts to identify the source using a bronchoscope were unsuccessful, and it remains unclear whether the bleeding was related to the extubation process. Hemostasis was managed with a bronchoscope and medication. Shortly after, the patient experienced severe hemoptysis, cardiopulmonary resuscitation was initiated due to low heart rate, low blood pressure, and pulselessness. Re-intubation was challenging, as the blood was heavily clotted, but ultimately, intubation and resuscitative efforts were successful. The patient was admitted to the hospital, and remained intubated for around 12 hours. Extubating was successful, and after a 48 hour stay in the hospital, the patient was discharged in good condition to home. The physician attributed the bleeding was to the biopsy procedure. The physician stated there was no issue with the ion system.